Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device dependent patient presented remotely via merlin.net transmission. Review of the transmission noted non-sustained right ventricular oversensing episodes due to noise noted on the right ventricular lead. The patient was seen in clinic on (B)(6) 2019, the noise was reproduced via isometrics. The physician elected to explant and replace the implantable cardioverter defibrillator with a pulse generator instead of a new lead. All measurements were within normal limits. The patient was stable throughout.